Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that the target lesion was located in the right coronary artery (rca), with moderate tortuosity, heavy calcification, an eccentric lesion, de novo and 90% stenosis. The target vessel diameter is 3.5 mm. The lesion was pre-dilated with a non-abbott balloon. Then, the 3.5 x 15 mm multi-link vision was deployed, but the balloon of the delivery system ruptured at 14 atmosphere. The non-abbott balloon was used to complete the procedure. There were no reported pt effects. No additional info has been provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.